Manufacturer narrative:
H10: the repair for this device cannot be conducted at this time due to a backorder status of a part (liquid crytal display (lcd) assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 26dec2023, the biomedical engineer (bme) confirmed that the second-generation liquid crytal display (lcd) cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, second-generation ui pcba, m2x3 socket screw, second-generation lcd tray, and second-generation lcd assembly were ordered and replaced to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the display was dim. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the display was dim and requested replacement parts to replace the liquid crystal display (lcd). The rse found that the customer had a first-generation lcd and needed to upgrade to a second-generation lcd. The rse confirmed the serial numbers with the customer and provided the customer with the replacement part numbers for the second-generation lcd for repair.